Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint for noisy image was not confirmed. In addition to b5, the repair center found the following defects: the angle wire became longer than normal, the resin was coming off of the insertion tube, buckled and deformed of the channel, and overall deterioration due to chemical and physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device presented an noisy image. Upon inspection and testing of the customer returned device, it was observed that the coating of the serpentine tube was peeled off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 18-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended to the user to receive instruction on the method of handling regarding usage environment and so on. Olympus will continue to monitor field performance for this device.